Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the implantable cardiac monitor (icm) exhibited post-sensed t wave oversensing resulting in false tachycardia episodes. No changes or interventions were reported; the icm will continue to be monitored. The patient condition was not known.